Event description:
I had a mesh sling repair in (B)(6) 2003. I see that the FDA has warned of possible damage as a result of this procedure. I have regular vaginal discharge/infections and pain during intercourse. My doctors treat the symptoms, but until now I didn't make a connection with the implant. I have moved from the city where the procedure was done. What should I do? Dates of use: (B)(6) 2003 - (B)(6) 2011. Reason for use: urinary tract infection/prolapse.